Manufacturer narrative:
Investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. Sample 1- a v-shaped tear of 0.54mm was found in the wall of the cuff 17mm from the distal tip of the tube. Sample 2 - a straight tear of 0.59mm was found in the wall of the cuff 15mm from the distal tip of the tube. Sample 3 - a straight tear of 0.30mm was found in the wall of the cuff 17mm from the distal tip of the tube. Though, there have been other reports for cuff deflation on this product code in the past five years, these are historical and does not indicate a systematic failure during manufacture, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: it is stated that these products were tested prior to use and only became deflated following insertion, as such, this incident is unlikely to be the result of an assembly fault. The product damage is similar on each of the returned samples and is typical of damage sustained by snagging on the pt's anatomy. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No correction action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.